Manufacturer narrative:
On 04-mar-2026, the customer reported questionable hbsag and other assay results for eight patient samples tested on the cobas e 402 analytical unit. Two patient samples were found to have discrepant results from the list provided: patient sample 1 on (B)(6) 2026, the initial result was 1.57 coi (weakly positive). On (B)(6) 2026, the repeat result was 0.401 coi (negative). Patient sample 2 on (B)(6) 2026, the initial result was 14.40 coi (positive). The repeat result was 0.494 coi (negative). The reagent lot number was not provided. Section b3 was updated.

Event description:
The initial reporter stated that they received questionable false positive results for all serology assays for multiple patient samples tested on a cobas e 402 analytical unit. The specific serologic assays and results were not provided.

Manufacturer narrative:
The reagent lot numbers were not provided. The investigation is ongoing.

Manufacturer narrative:
The field service engineer inspected the analyzer and cleaned the reagent cassette lid opener, reagent disk area, and reagent probe to remove significant liquid buildup and stains. He also verified the water pressure and probe wash, adjusted the reagent probe alignment for accuracy, cleaned the slimy material in the sipper and procell syringes, performed air purges, primed the entire syringe system, and performed qcs. The investigation determined that a customer-maintenance issue (physical contamination, biofilm in the fluidics, and a misadjusted reagent probe) caused the event. The investigation determined that the service actions resolved the issue.